Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient called stating that they bolused 1-2 times per day depending on if the daywas bad, and they were trying to get the wifi turned on so they could find out what their settings were, and it would not turn on. The agent reviewed with the patient that wifi was always disabled and could not be turned on for the handset. The agent walked the patient through how to connect to their pump and retrieve the therapy details. During the troubleshooting, the patient experienced a 90% lag, so the agent assisted the patient with clearing the data on the handset after which the patient was able to successfully connect to the pump and see their daily dose and lockout time.